Event description:
Pt on intra-aorta balloon pump in ccu. 11:20 am noted wave form to be inappropriate. Pumping properly but no augmentation. Blood noted to be splattered in balloon catheter-tubing and pump turned off. Physician attempted to remove balloon catheter but unable to do so. (Got approx 3/4 way out). Pt continued to bleed around site. Pt taken to emergency surgery for removal of balloon catheter, required graft of femoral artery. Pt returned to ICU on a ventilator (not on ventilator prior to incident). Balloon catheter was bent and appeared to have ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.